Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The cine drive was re-formatted. The system is operating as intended.

Event description:
The customer reported intermittent cine playback error messages on the 9900 system. No patient injury was reported.